Event description:
Additional information: follow-up with the physician, dr. (B)(6), on (B)(6) 2011 confirmed the following regarding this event: the patient was a (B)(6) male with cirrhosis of the liver and grade 4 esophageal varices. She described the patient as being in "bad condition." She also stated that the endoscope used with the speedband ligation device was a "fuji 4400." According to dr. (B)(6), at the start of the procedure the varices were not bleeding. She had good visualization of the intended site, positive suction (required to initiate the banding procedure), and felt that the device was well connected. As she turned the handle to deploy a band, the band dislodged. Simultaneously she lost pressure (which she described as "negative pressure") and lost connection with the varix. Air and blood then came out of the handle where the trip wire is threaded through the accessory channel. She noted that, at this point, the patient started to hemorrhage. She exchanged the speedband device for a second speedband device but encountered the same suction difficulties. The procedure took 30 to 45 minutes, due to the need to exchange devices. She aborted the procedure, and administered "multiple" doses of terlipressin to affect hemostasis. The patient, however, was bleeding profusely, and she "was not able to bring him to surgery in time" and the patient expired approximately 8 hours after the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02353 addresses the other device. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for esophageal varices banding procedure performed on (B)(6) 2011. According to the complainant, the patient was being treated for esophageal bleeding. During the procedure, the physician applied suction to the varix and an attempt to deploy a band was made. However, blood began to leak out of the ligator head. The physician then used another speedband superview super 7 multiple band ligator, but the same issue recurred; blood began leaking out of the ligator head. It is not known if any bands deployed successfully onto the varices. The patient was then injected with terlipressin, but it is not known if the injection resolved the bleed. Post-procedure, the patient's condition was reported as being unstable due to the bleeding. The patient passed 8 hours after the procedure ended. The patient's death was attributed to a hemorrhage in the superior digestive tract. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical product - fuji 4400 scope. A visual examination of the returned device found that the suture was tangled around trip wire. The suture was untangled without incident and no suture damage was observed. The suture was attached securely to the trip wire. The trip wire was kinked. The trip wire was partially wound onto the spool. No indentations observed in the groove of the spool. Indentations typically indicate an attempt has been made to cinch the trip wire prior to deploying the bands (as indicated in the directions for use document). If the trip wire is not cinched then deployment of the bands may be difficult. Nonetheless, there were no visual anomalies noted that could have contributed to the reported suction issues. A functional evaluation revealed that the trip wire could be cinched into the groove of the spool, and the handle knob could be turned without issue. Therefore, no functional issues were noted that could have contributed to the reported event. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) - although the customer is alleging a deficiency with the device, the exact failure is not known. The device has been received for analysis however; an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.